Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, leading to the pump shutting off. There was no adverse impact to customer's blood glucose level. Technical support arranged for a replacement pump to be sent. Customer was able to continue using the current pump.